Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a therapy pca failure. There was no patient involvement.

Manufacturer narrative:
A philips bench technician evaluated the device and clarified that the device showed a failed defib test during opcheck.